Manufacturer narrative:
The doctor presented a complaint on tool unp 2mm hex handpiece adapter - long, fractured when conected to dental implant . Despite that no patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21cfr part 803. In the event that new or additional information is received from the investigation of the item, a follow-up report will be sent. Manufacturer's trend analysis show that malfunction of drivers is a low-rate adverse event.

Event description:
Fracture of driver.